Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion alarm due to blockage at tubing on (B)(6) 2024. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6005289 have already been previously tested in the 2077309 on 18/jan/2025. All test results were within specifications as per the test report database 2077309 test report. Device history record (DHR) review: the 6005289 was manufactured according to the document work instruction (wi) version 110 on the packing process in the line 6 on 29/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. (B)(4) complaint test report.pdf for the DHR review details. Trending: a query was run in database on 30/may/2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot 6006813 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.